Event description:
The technician alleged that the side rail would not stay latched. No pt impact.

Manufacturer narrative:
The technician found the side rail latch plate assembly is bent. The technician replaced the side rail latch plate assembly to resolve the issue.